Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2l1vk serial# implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #:(B)(6), ubd: 28-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient has lost handset and communicator and they need to turn off therapy to have a surgery. Patient stated they had not been able to use the stimulator for about 6 months. Patient stated about 6 months ago the equipment would not connect. Agent asked if patient has turned off the therapy and patient stated no they didn't think so. Patient services offered to connect patient to sunmed, but they did not care to have the device because it did not ever really work for them. It did not matter what setting they had it on, it stimulated their back area more than their front area. Patient did not know if the lead was placed wrong or whatever but it was more towards the back area than the front. The patient was redirected to their healthcare provider to further address the issue. Agent emailed the manufacturer representative (rep) for visibility. They rep responded that they followed up with the patient. On (B)(6) 2024, the patient contacted sunmed and reported that they didn't believe they had really benefitted from the implant. They thought the doctor didn't align it correctly. The issue was ongoing. They were instructed to call patient services.